Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient not wearing a mask during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was hospitalized the same day and was discharged about a week later. The treatment for the peritonitis included vancomycin (1gm for two weeks, intraperitoneally, frequency not reported). The patient completed the antibiotics and was reported to have recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). It was reported that on an unknown date in oct 2014, the patient's peritoneal dialysis catheter was removed and on an unknown date, a new peritoneal dialysis catheter was placed. On (B)(6), the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.